Event description:
A customer reported an occlusion while aspirating during a cataract extraction procedure. The cassette was exchanged to complete the procedure "with harm to the patient".

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).